Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that there wife experienced low blood glucose level of 30 mg/dl. Customer stated that they scheduling another training. The insulin pump will not be returned for analysis.